Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Detailed trace analysis confirmed power error alarm detected was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was 7.9 mmol/l. Customer reports they were able to clear the alarm. Customer states they able to rewind the insulin pump. Customer states notification light did not immediately stop flashing. Customer received another power error detected alarm. Customer states power error detected recurred within a week of troubleshooting of previous occurrence. The insulin pump will be returned for analysis.